Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2019-05498. It was reported that a vibratory alert for high rv impedance and noise were observed via merlin.net transmission. Lead revision was discussed. The patient was stable. It was found that the lead was not replaced as the issue was due to set screw. Set screw was reset. Patient was stable before, during, and after the procedure.